Manufacturer narrative:
This supplemental report corrects three minor discrepancies in information provided in the original medwatch. The corrections were identified during an internal retrospective review of medwatch reports filed for complaints received by conmed between 01/01/2015 and 02/15/2017. This review was performed in accordance with a pre-approved protocol, conmed document (B)(4), which defined a process for performing and documenting reviews of previously submitted medwatch reports for accuracy and completeness. (Report event)- corrected selection. (Outcomes attributed to adverse events)- corrected selection. (Type of reportable event)- corrected selection.

Manufacturer narrative:
The 3-1011 detachatip multi-use graspers, curved dissector, 5mm x 33cm was returned to conmed for evaluation on 31-jan-2017. One (1) of the jaws had completely detached from the device. The detached jaw was determined to be the top jaw (part #13538), and the remainder of the jaw was not returned for evaluation. The location of the break is the cam slot in the top jaw tail piece where cross sectional area (material thickness) is the smallest. The break was examined under a microscope and it was recognized as a brittle fracture. In correspondence with the customer, it was learned that the device was used a total of seven (7) times and no unusual force was applied. The jaws will normally bend as intended under excessive force during use, but not break. If overstressed to the point of breaking, a ductile fracture is exhibited. It is possible the break may be related to a manufacturer process issue. This issue has been previously addressed under supplier corrective action request (scar) (B)(4). There have been no complaints for devices manufactured with jaws produced after supplier corrective actions. This instrument was assembled on 17-jun-2015 with jaw device components manufactured prior to the supplier corrective actions. Of the lot containing (B)(4) units, there were no other similar complaints received. A review of the manufacturing documents from the device history record for this lot number found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported breakage. A two (2) year review of the complaint history for this device family showed ten (10) similar reports of jaw breakage, including this incident. During this two (2) year time period over (B)(4) units in this product family were sold worldwide, making the rate of occurrence for this failure mode (B)(4) percent. To date, there have been no patient long term adverse effect reported related to these incidents. The detachatip multi-use graspers, curved dissector, 5mm x 33cm, is a multi-use laparoscopic claw grasper intended to be utilized in a variety of endoscopic procedures to grasp, transect and coagulate tissue. This is a reusable device. In this instance, the exact cause of the reported "jaw breakage" was unable to be determined. Previous evaluation of similar complaints revealed that this type of breakage can occur if excessive lateral force was applied during use or if the jaws of the detachatip came in contact with another instrument when grasping the tissue and was inadvertently gripping and/or closing its jaws over another instrument within its grasp. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The instructions for use (IFU) states "the useful lifespan of a surgical instrument is largely dependent on the care and handling of the instrument. For optimal life, protect the detachatip instruments from contact with other instruments during cleaning and re-sterilization." Final determination of the device's lifespan is at the discretion of the operator. Thus, device damage during cleaning and handling could also contribute to its useful lifespan. To reduce the risk of the jaw breakage and patient injury, the IFU provides the following warnings: avoid overstressing mechanisms of instruments by properly gripping and maneuvering during surgery. If excessive force is applied, the mechanism can be easily overstressed resulting in damage or breakage.

Event description:
The user facility reported during the use of the detachatip multi-use graspers, curved dissector, 5mm x 33cm in a laparoscopic cholecystectomy, "one part of the operating elements of the grasper broke." The procedure was converted to a classic to locate and retrieve the detached component. There was a total of 1 hour delay in procedure time. The procedure was otherwise able to be completed with no further complications. There was no injury with this reported incident. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred. This report is filed on the basis of potential injury with recurrence.